Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had no idea what circumstances led to the leads jostling for the 3rd time. The patient had the same schedule and was kept away from anything heavy. Steps taken to resolve the issue included device programming and no more surgery. The stimulation was very good the first time, after that scar tissue built up. If another surgery, it comes out.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v017927, implanted: (B)(6) 2007, product type: lead. Product ID: 37701, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4)

Event description:
The patient's three leads had been jostled about three times. The leads could not slide in as easily so they opened up a couple of vertebrae. The first one maybe occurred in 2006, but the patient did not remember the dates. The patient's relevant medical history included chronic low back pain and spinal pain. The circumstances that led to the leads being jostled remains unknown. No outcome was reported regarding this event. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.